Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the most probable cause for worn adhesive around objective and light guide lens was traced to component failure. However, the most probable cause for white foreign material could not be established. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the duodenovideoscope exhibited white foreign material in air and water cylinder, air and water tube, and there was a worn adhesive around objective and light guide lens. There was no patient involvement.